Manufacturer narrative:
(B)(4). Manufacturing date -- march 28, 2017 ¿ march 30, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors ruptured during filling. The devices were filled with 5fu (non baxter product ). There was no patient involvement. No additional information is available.